Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode exhibited noise over-sensed by device resulting in an inappropriate shock and under-sensing. A request was made to have data from this device analyzed. Rhythm care reviewed device data, advising that shock impedance measurements are in the caution area. Rhythmcare reviewed device data and provided recommendations for monitoring the patient closely and x-ray imaging. The electrode remains implanted. No adverse patient effects were reported.